Event description:
The technician alleged the positioning mode will set but not alarm on the patient positioning module. No patient impact.

Manufacturer narrative:
The tech replaced the bed exit sensors to resolve the issue.